Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit, one (1) pza false resistant patient result was alleged due to obtaining no pnca mutation upon genetic testing. In addition, pza proficiency sample failures were noted. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 10-apr-2025. H3. Device eval by manufacturer- yes. Investigation summary - bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). The batch history record was satisfactory. Retention samples and return samples received were tested per the standard performance procedure which is also described in the IFU (instructions for use, available on bd.com/e-labeling) or reserved for further investigational testing into this issue. Retention sample testing conducted for investigation has replicated the false resistance defect. This complaint is confirmed. A trend in performance complaints has been identified for 245128 mgit pza kit. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. Bd will continue to trend complaints for performance.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit, one (1) pza false resistant patient result was alleged due to obtaining no pnca mutation upon genetic testing. In addition, pza proficiency sample failures were noted. There were no health impact or consequences reported.